Event description:
It was reported that during a generator change procedure due to normal battery depletion (nbd) this left ventricular (lv) lead was surgically abandoned and replaced with a new lead successfully. It was noted that the lv lead was a competitor lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).